Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine. The needle came loose and 1.0ml of product was wasted when the healthcare professional was "pushing down the plunger and the needle came unscrewed." There was no patient contact and no injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling for the reported events of detachment of device component and expulsion: "5. Precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine. The needle came loose and 1.0ml of product was wasted when the healthcare professional was "pushing down the plunger and the needle came unscrewed." There was no patient contact and no injuries.